Event description:
During a routine device change out, the atrial lead was noted to have an out of range impedance. A chest x-ray showed that there was a stylet left in the ra lead and it had perforated the lead. The physician attempted to remove the chronic leads at this time, but could not do it, so he capped both leads on (B)(6) 2010, discarded the device and referred the pt to a different ep to have the leads extracted. This lead was explanted on (B)(6) 2010, because "the whole system, including the v lead, was estranged." The specific issue with this lead cannot be confirmed. This lead was discarded by the hosp.